Manufacturer narrative:
The insulin pump had missing segments due to a cracked zebra connector on the display board and a cracked reservoir tube lip.

Event description:
The customer reported that her insulin pump was only showing a partial display on the screen. Her blood glucose was 80 mg/dl. The customer stated the insulin pump was neither dropped nor bumped. She was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).